Event description:
Physician attempted to deliver stent system without success. After several attempts stent was discovered to be still in proximal rca undeployed. Attempt was made to snare the stent and retrieve it with a ptca balloon, both attempts were unsuccessful. Stent was then crushed against vessel by second stent.